Event description:
Two drs and certified surgical tech were implanting a dhs (hip plate and screws). We inserted the lag screw with the inserter as it is supposed to be used. We removed the inserter and put the plate on with two more screws. We then went to put in the compression screw and we could not get it to go completely into the lag screw. We thought that it was cross threading so we tried another compression screw, which would not thread either. I took a lag screw that was not implanted and tried to see if the compression screw would fit into it, it did but with great difficulty. One dr tried one more time to get the compression screw in. It stopped at a certain point (about half way) and they took it out. At that point the other dr decided that we would not be using a compression screw and that the patient would not be compromised by that decision. We closed the wound as usual. A few days later there was a hip fracture that they wanted to use the dhs system on. When they went to put the lag screw on the inserter it would not thread onto it. The tech noticed that the inserter was missing some threads and came to the conclusion that it had been broken off from the case before. This conclusion would mean that there is a piece of this inserter stuck in the lag screw that was implanted into the first patient, and that is why we could not get the compression screw into the lag screw. Risk spoke with the manager of surgical services (mss) a few days later. He is aware of the case and has retrieved the instrument, photographed it alongside a fully intact instrument and is retaining the instrument, until a determination is made regarding the need for a sentinel event investigation. He has notified the instrument supplier of the defect. At this point, he said, there is no evidence that the patient has a retained foreign body. However, no post-procedure x-ray was conducted to verify this. Mss has not had the opportunity to speak with the dr, as he is currently out of the country. Mss will, however, contact him upon his return to discuss the case and the required follow-up with the patient (i.e. Full disclosure).we are currently holding the object to show the patient. The damaged instruments will then be sent to risk management. Education for staff will be ongoing about care of instruments. In late spring the mss had a discussion with the dr. The mss showed the dr. The damaged instrument next to a new instrument of the same kind. The dr stated that he just saw this patient and he was doing great. He felt in no way if the item was retained would it put the patient at risk. Because of the placement of the item is inside a lag bolt there is no way to x-ray to view the area. The dr agreed to disclose the possible retained item and warn the patient that they may need to tell the physician and the or staff to be prepared if the hardware is ever possibly removed in the future. The staff will be receiving some training on identifying instrument fatigue.approximately 6 months later risk received a voicemail from the dr stating that the patient and returned for his follow-up visit. Repeat x-rays continue to be clear, free of any retained foreign object. He disclosed to the patient the details of the potential retained instrument fragment and the patient was not concerned, given the two 'clean' x-rays. The patient will continue with his rehabilitation and report any changes to the dr. The mss was notified that he may now release the defective instrument to the manufacturer.====================== manufacturer response for synthes dhs lag screw insertion assembly, (brand not provided) (per site reporter).====================== surgical services manager has left multiple voicemails for the rep from synthes, but has yet to speak with him directly. Broken instrument is in the possession of the surgical services manager.